Event description:
An article titled "complications and safety of vagus nerve stimulation - 25 years' experience at a single center" was published and the abstract was reviewed, which included adverse events involving 14 vns patients. In many procedures performed between 1990 and 2014, patients suffered from complications related to vns surgery. The present report is about a patient who suffered from a postoperative hematoma. It was reported that the hematoma occurred after stimulator replacement. It was reported that the hematoma was followed by a postoperative infection, resulting in explantation of the stimulator. Patient had first wound revision after 186 days and stimulator removal after 145 days.